Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported error power source issue 24v. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician checked the ventilator and found that the restart error is showing. The hardware connections and machine was reset to address the reported problem. The unit successfully passed the required performance verification test.